Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had an intermittent button response due to corroded keypad traces. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report a button error alarm and a blank display. The customer stated the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.